Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: sfw kit 9735736 stealth s8 ent EU-sc, version (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during a clinical case today, the surgeon had a lot of difficulty registering the patient, taking over a minute to complete the initialization. When they got the registration finished, the system showed green zone of accuracy all over the necessary areas, but when the surgeon moved forward to navigate, he observed substantial inaccuracy in the sphenoids and posterior ethmoids (exact amount of inaccuracy not provided). He went back and tried to re-register the patient, and took a few tries before he was able to get a passing registration, and at that point he was mostly done with the procedure and didn't need navigation any longer. The manufacturer representative present had attempted to add touchpoints, but that did not help. It was noted that 1.25 mm spacing and thickness, lossy compression used, site was using flat emitter. Navigation was discontinued for the remainder of the case. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.